Event description:
The MFR received info alleging a ventilator was not recognizing the battery. The device was not in pt use. During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.